Event description:
The distributor reported the zipper on both the right and left side panel has a missing pull tab. The distributor did not specify when this occurred. There was no patient incident or injury reported.

Manufacturer narrative:
Results: other-evaluation of the returned product confirmed the reported issue. The right side window zipper pull tab is missing and there is a 1/2" fray on the patient access area. The left side window patient access area has a open zipper slider body. Note: the instructions for use has a warning & caution statement: never use the bed if a zipper slider is bent open or damaged and the zipper is not securely closed. Never use the bed if the zipper pull-tab is missing or broken. Never leave the patient's bedside until all access panel zippers are securely closed. Quick-release buckles must be connected and closed on all four (4) access panels before leaving the patient unattended. Never use the bed if a zipper coil is kinked, misaligned, or has gaps and does not close securely along the entire length. Make sure there are no tears, holes or abrasions in the nylon panels or netting and that the canopy and frame are secure and attached properly to the hospital bed. (B)(4).